Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 230mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The caller mentioned having a bent cannula, which may have cause her glucose level to rise. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.